Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the cause of the reported mitral valve insufficiency/regurgitation (recurrent mr) was due to the slda. The cause of the reported incomplete coaptation (postprocedure) associated with the slda appears to be due to challenging patient anatomy (anterior leaflet flail). The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The additional mitraclip device is filed under separate medwatch report number.

Event description:
This will be filed to report single leaflet device attachment (slda), requiring additional procedure to stabilize slda. It was reported that on (B)(6) 2022, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4 with flail. Two clips were implanted with no reported issue, reducing mr to grade 1. Within 1-2 weeks of the procedure, the patient returned with symptoms. Transesophageal echocardiogram (tee) showed that both clips had single leaflet device attachment (slda). Both clips were attached to the posterior leaflet but only connected to chords on the anterior leaflet. On (B)(6) 2022, a mitraclip procedure was performed to stabilize the slda. Two clips were implanted with no reported issue, reducing mr from grade 4 to grade 1. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.